Event description:
On (B)(6) 2024 , an initial report from an impulse dynamics field representative in portugal was received that documented a patient implanted with an optimizer smart mini (osm) implantable pulse generator (ipg) was experiencing "chest redness" and "facial swelling". The patient was reportedly experiencing these symptoms for a brief period on the morning after charging their ipg. An initial review of device records and programming logs did not reveal any abnormalities, nor any factors that coincided with the timing of the onset of the reported symptoms. The patient was seen by their cardiologist on (B)(6) 2025. The cardiologist and ID field representative confirmed the patient was not placing their ipg charger directly on their skin, thereby eliminating charger contact as a possible source of chest irritation. The patient reported that their chest redness and facial swelling were no longer occurring, but they were still experiencing swelling around the eyelids. It remains unknown at this time what could be causing or contributing to the patient's symptoms, including any recent drug prescription/titration changes. Impulse dynamics is unaware of any physiologic reason that the electrical aspects of ipg charging could cause or contribute to skin irritation or swelling. It is worth noting that any clinically significant temperature elevation would trigger an alert on the ipg charger; this has not occurred thus far. Efforts are underway in coordinating next steps, including direct communication between the patient's cardiologist and impulse dynamics' medical director.